Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side "moderate" breast pain. Patient additionally reported "a lump or thickening in or near the breast or in the underarm area," and "experienced hard knots or lumps surrounding the implant or in the armpit more than 2 months after mammogram.". Healthcare professional later reported deflation. Device has been explanted and replaced.

Event description:
Device has been explanted and replaced.

Event description:
Patient reported having had left side "moderate" breast pain. Patient additionally reported having experienced "a lump or thickening in or near the breast or in the underarm area," and "experienced hard knots or lumps surrounding the implant or in the armpit more than 2 months after mammogram" side unspecified. No treatment or surgical reoperation has occurred, device remains implanted. This record is for the left side. Physician reported left side deflation.

Manufacturer narrative:
Information contained in this report was previously submitted through [(B)(4)] on [01/20/2015]. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.